Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and attributed to the battery current cable that was not properly seated. The cable was reseated to correct the reported problem. The device was recertified and returned to the customer. Review of the device log shows several warm starts. A warm start is logged when the device experiences a short power off interval. The loose battery cable can cause the device to exhibit intermittent shutdown or power cycling. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device's display blanked out. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.